Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly in the reservoir. The customer's blood glucose level was 4.3 mmol/l at the time of the incident. The customer stated that they did not rewind with reservoir in place. The reservoir was not returned for analysis.